Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with fusion therapy. It was reported that the gold locking clip on titan 14mm screw came off. New screw implanted with no issues. There was no fragment left or contact with the patient. There were no symptoms reported. There were no further complications reported regarding the event.